Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm. Pdm: living with diabetes. Chapter 13 / page 172-173. Warning: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. Prepare an emergency kit to keep with you at all times. The kit should include: several new, sealed pods. A vial of rapid-acting u-100 insulin (see "general warnings" on page xii for insulins cleared for use in the omnipod dash¿ system). Syringes or pens for injecting insulin. Blood glucose test strips. Blood glucose meter. Ketone test strips. Lancing device and lancets. Glucose tablets or another fast-acting source of carbohydrate. Alcohol prep swabs. Instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted. A signed letter from your healthcare provider explaining that you need to carry insulin supplies and the omnipod dash¿ system. Phone numbers for your healthcare provider and/or physician in case of an emergency. Glucagon kit and written instructions for giving an injection if you are unconscious. (See "avoid lows, highs, and dka" on page 176). Living with diabetes. Chapter 13 / page 176. Avoid lows, highs, and dka. You can avoid most risks related to using the omnipod dash¿ system by practicing proper techniques and by acting promptly at the first sign of hypoglycemia, hyperglycemia, or diabetic ketoacidosis. The easiest and most reliable way to avoid these conditions is to check your blood glucose often.

Event description:
It was reported a patient was diagnosed with low blood glucose levels while wearing a pod. The patient reports the pdm (personal diabetes manager) has not been giving insulin and upon receiving a bolus it is being delayed. The patients last reported blood glucose level was 300 mg/dl. Once the ambulance arrived the patients blood glucose level was low and as treatment the patient was given a syrup substance by the paramedics. The patient refused to go to the hospital.

Manufacturer narrative:
The returned device was evaluated and the product was returned for report of issues with bolus delivery, specifically a delay in bolus delivery after issuing the bolus in the pdm. Investigation could not confirm the reported activity. A new pod was paired with the pdm. Bolus delivery was tested and a 5u bolus was delivered. No issues were noted during insulin delivery. No issues seen with pod data pod successfully communicated with pdm at 5¿ distance, administering 1u bolus. A pdm error was seen in the notifications just before the approximate occurrence date. Log files pertaining to the date the pdm error occurred were overwritten. No further information could be extracted regarding the error. The exact cause of this error could not be determined. A new pod was paired with the pdm. Bolus delivery was tested. No issues or errors were noted during insulin delivery. Cracks were found on the screen. It could not be determined when this damage had occurred. Investigation found that the crack had no effect on the device's functionality.